Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient felt fatigued while using a leaf blower. Patient was told that this device's timing was affected when the patient was using a leaf blower. It is suspected that this was due to oversensing of electromagnetic interference. This device remains in service. No adverse patient effects were reported.